Event description:
Following a dialysis treatment which included a phoenix machine and cartridge blood line, the patient had hematuria. The patient was admitted to the hospital and diagnosed with hemolysis. Reportedly, the nurse had difficulty cannulating the patient's av fistula. The dialysis nurse manager declined to provide additional information regarding this event. The cartridge blood line was discarded and not available for analysis. The phoenix machine was inspected and found to be operating within manufacturers' specification.